Manufacturer narrative:
PMA 510k # k210476 device evaluation 1 unit of lot c1986079 of echo-1-22 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 01 june 2023. Visual inspection: - distal end of needle examined and no issue observed. - leur lock observed to be slightly off-centre. - proximal kink below the sheath extender observed functional inspection: - sheath extender able to retract but unable to advance below kink past sheath extender. - needle able to advance and retract without issue. Manufacturing records prior to distribution, all echo-1-22 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-1-22 of lot number c1986079 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1986079. Insrtuctions for use and / label the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review an image was not returned for evaluation. Root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the handling of the packaging at the facility during storage and/or device preparation. It is also possible that the device was damaged during transportation and was not observed by staff at the user facility when placing the devices into storage. Each device is inspected prior to shipping from cook ireland and these checks include visual inspections of the product packaging both prior to the package being sealed and after it is sealed. Any device where defects are observed are discarded and would not be shipped. It is therefore likely that the off-centre leur lock observed in this instance occurred during transportation to the user facility or as the device was pulled from storage for use in this procedure. The proximal kink observed in the lab evaluation was likely caused during the returns process as detailed by the customer there were no further defects observed prior to the device being returned to the manufacturer "3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No". Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted as a cancellation due to the completion of the investigation on 08-sep-2023 no adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the device cannot be installed on endoscopy properly. Image attached. Updated on 11may2023 tp user attempt to conduct biopsy at pancreatic cyst, but found out the handle cannot installed properly on endoscopy working channel (cannot lock). User then changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Proximal end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a if no, please specify where the damage is located: procore 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r, 2l, 4r, ao, ar, 11ri, 11s. 7. Please describe the size of the intended target site. Unknown. 8. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. 9. Was the device used in a tortuous position? Convex site of pancreatic sulcus. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? Yes. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Pentax 3630u. 3630u. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Advancement of sheath. 17. Was difficulty experienced while retracting the needle? No. 18. Was the syringe used during the procedure, after the stylet was removed? No. 19. Was the needle able to be fully retracted before removing from the patient? Yes. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes 24. How many biopsies/passes were obtained with use of this needle? None 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? Yes 28. Was there difficulty in attachment / detachment of the leur to the scope? Yes 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? N/a. Procore. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Unknown. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? Unknown. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Unknown 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a. Ebus.